Event description:
Foreign distributor contacted dexcom technical support on (B)(6)2014 to report an out of range signal on (B)(6)2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported event of an out of range signal. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4).